Event description:
As reported, during a transabdominal preperitoneal (tapp) procedure, the capsure fixation device deployed one extra fastener following the fifth shot. It was reported that the fixation was attempted in the cooper's ligament, medial and lateral inferior epigastric artery, vein towards rectus abdominis muscle and upper edge of the outer mesh. After tacking the upper edge of the outer mesh, one extra fastener was fired, did not fixate and fell into the abdominal cavity therefore it was removed from the body using forceps. It was confirmed that there were no wounds in the abdominal cavity, the peritoneum was then sutured, and the wound was closed. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fixation device fired one extra fastener following the fifth shot. The evaluation of the sample confirms the reported event of deployment of two fasteners as there was one loose fastener received with the return. During functional and simulated use testing the device functioned as intended with no issues. A definitive root cause as to why the device had deployment issues in use could not be determined. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.